Event description:
The affiliate reported the customer alleged low sodium (na), potassium (k), and chloride (cl) results due to bacterial contamination involving unicel dxc 800 synchron system. This is report number two of two referencing system serial number (B)(4). It is unk if pts were involved or if the erroneous results were release out of the lab. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for add'l reportable events. This medwatch report is related to MDR 2050012-2011-07034.